Event description:
Customer reported during event 1, device = in the 200s mg/dl. Within an hour, ambulance was called and their device = 42 mg/dl. Customer was taken to hospital and treated with a glucose IV. Customer reported during event 2, device = 210 mg/dl around 5:30 pm. Customer took insulin and started to eat something. Ambulance was called and their device = 41 mg/dl. Customer was given a glucose IV. No controls. Expired strips. A request was made for return product and replacement product was sent.